Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device was not turning on, no display. Therefore, the reported condition was confirmed. It was determined that this was due to the disengagement of cable assembly from the main pca to the display pca. It was determined that the cable/pca is not a robust interface and there is no locking feature to provide a positive lock to ensure that the cable is fully engaged and the retention pull out force did not appear to be adequate to survive multiple vibrations. The assignable root cause was determined to be due to product design. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the console device would not turn on. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.